Manufacturer narrative:
The gm eplex base serial number was (B)(6). Review of the data provided showed the internal quality controls were successful. The investigation is ongoing.

Event description:
There was an allegation of questionable gm eplex resp pathogen 2 panel eua results from the gm eplex base analyzer. The initial test result was influenza a h1-2009 detected. The repeat test result was no targets detected (negative for influenza a and influenza a h1-2009).

Manufacturer narrative:
The investigation was unable to determine a specific root cause. For the initial 'detected' signal at influenza a h1-2009 subtype, this was consistent with a faulty esensor electrode on the consumable. The consumable fault causes an anomalous detection scan that the digital signal processing (dsp) is set up with limits to define what level can result in a detected, not detected, or invalid (like misalignment) reading. While the calculated curve fit technically met the criteria for a positive call, it is determination was primarily influenced by the anomalous noise due to the individual consumable used in this test, leading the algorithm to incorrectly register a positive detection for the target in question. For the repeat 'not detected' signal at influenza a matrix and influenza a h1-2009 subtype, this is consistent with the presence of sequence variants in the viral targets of the test, the presence of inhibitors and/or infection caused by an organism not detected by the rp2 assay. A no targets detected result may be due to pathogens not covered by the rp2 assay or a lower respiratory tract infection that is not detected by a nasopharyngeal swab sample. A systemic product problem was not identified.